Event description:
It was reported the patient experienced shortness of breath, a tear in the diaphragm and fluid in the lungs coincident with peritoneal dialysis therapy. The cause was unknown. The patient was hospitalized for the event. Treatment for the fluid in lungs was the removal of six liters of fluid from the lungs. The patient did not undergo surgical intervention for the tear in the diaphragm. The patient was discharged from the hospital seven days after being admitted. Peritoneal dialysis therapy was discontinued and the patient was started on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned, a device analysis cannot be completed; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.